Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead measuring 46.4 cm was returned for analysis. External insulation abrasion was noted at 41.0 - 41.7 cm from the proximal cut end of the lead consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.